Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Lot 2e02776 was manufactured on 24 may 2022 in the 23a manufacturing line, with a total of (B)(4) market units (mkus). On 02 jun 2023, compliance engineer performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom), under system application product (sap) material 1715117 and manufacturing order (B)(4). The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. In addition, bulk lots 2c05169 & 2d04027 sap material 1716226, manufactured in 2b line were reviewed and no issues found. On 02 jun 2023, a complaint search for lot 2e02776 and malfunction code - skin barrier migrates and obstructs stoma, was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed and this case was considered an isolated incident. As per complaint manufacturing investigation procedure work instruction (wi), it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend was identified (therefore, considered an isolated incident). No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for fifteen appliances from two market units with same company's known lot. The end user reported to retailer who, afterwards, reported to company that after application of cut-to-fit water, brown material around the stoma seemed to melt and wafer opening gradually closed over his stoma. He stated that he cut the opening of the wafer to one-inch and on the second day after application the one-inch hole of wafer around the stoma had decreased in size to one and half inch and it almost covered his stoma. The end user, on further requesting an additional information, reported that the stoma size was twenty-five mm or one inch. He reported that when he removed the wafer on the fourth day, the wafer closed over his flush stoma and due to that the output was obstructed. There was no medical intervention or treatment was needed. No photo is available at this time.

Manufacturer narrative:
Device 7 of 15. Common device name - pouch, colostomy. Initial reporter name, address, and phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).